Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose for several days. The blood glucose reading at time of call was 323mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. After founding the tubing clamp, the customer called back to run the test and the insulin pump did not alarm no delivery twice. Advised the customer that the insulin pump would be replaced. No further information was provided.